Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhance toric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded depth of focus intraocular lens (iol) was implanted on (B)(6) 2024, the astigmatic axis shifted and the lens rotated several times (70° to 90°). The axis was corrected on the following dates: (B)(6) 2024 and (B)(6) 2024, but the axis was not recovered. The iol will be removed and replaced by a dib00v model in (B)(6) 2024. Before surgery, the cylinder was -4.00, but increased because of the rotation. Since the amount of astigmatism was large in the past, there seemed to be no dissatisfaction with the patient's sight. The patient has a axial length of 27.35 and a medical history of atopic dermatitis. No further information was provided.